Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user discovered a cracked ilet screen after likely bumping the device, while blood glucose management was not affected. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use with the dexcom app or receiver and planned replacement of the ilet with instructions provided for shutdown, data sync, and return. Investigation included customer service assessment and logistical review for replacement and return. Investigation of this device revealed physical damage to the display that impaired the hardware, consistent with external impact to the screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.